Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Sc-2352-70 (sn (B)(6) the returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 46cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified aside from the clean cut. Sc-2352-70 (sn (B)(6) the returned lead was analyzed, visual inspection revealed that the lead was cleanly cut into two pieces approximately 48cm from the proximal end of the lead and the distal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified aside from the clean cut. With all the available information, boston scientific concludes the reported event was not confirmed. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 18546146.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.